Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k072543.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient's onetouch select meter displayed a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began 3 months ago prior to contacting lfs. The cca was advised the patient manages his diabetes with oral medication (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. On (B)(6) 2011, the reporter claimed the patient felt high blood glucose symptoms of dizzy, light headed and "collapsed." The patient obtained a blood glucose result of "32 mmol/l" with another device. The patient was taken to the hospital where he was administered intravenous (IV) fluids and insulin (type/ amount not specified) as treatment. The reporter stated the patient was kept at the hospital overnight. At the time of troubleshooting, the cca noted there was no misuse of the subject meter and the batteries have been recently replaced several times. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.